Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; proximal segment was returned for analysis. The outer insulation had a cosmetic depression.

Event description:
It was reported that the patient received shocks due to nonphysiologic sensing. The right ventricular lead pacing impedance increased to greater than 3000 ohms, and there was a lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.